Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review of the emblem s-ICD was completed using 1101174rmp hazard analysis report - s-ICD gen2 and confirmed that the event of 1321: difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. DHR review revealed no additional information related to the complaint.

Event description:
It was reported that the implanted device exhibited a radio frequency overuse condition. A boston scientific company representative provided radio frequency (rf) troubleshooting steps. The higher technical support team advised low radio frequency interference. The implanted device is no longer in service. No adverse patient effects were reported.